Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Thee customer's blood glucose level was 220 mg/dl. During troubleshooting with tandem technical support (cts), cts was able to load a new cartridge and receive an accurate fill estimate. The customer indicated a bolus would be delivered.